Event description:
During a coronary treatment procedure, the 6f runway fr4 guide catheter kinked and became stuck in the pt's aorta. As the physician inserted the guide catheter through the sheath, there was some resistance felt. The physician was unable to manipulate the guide catheter into position. As the device was in the aorta, the device kinked in two locations. The first was near the distal end of the shaft just past the first curve in the catheter. The second kink occurred distal to the first kink, causing the guide catheter to become stuck in the pt's body. The catheter could not be removed by force, so emergency vascular surgery was performed. The device was retrieved through a groin cut-down procedure to remove the catheter from the right coronary artery. The pt left the operating room in stable condition and returned to the cardiac cath lab three days later for a successful coronary angiography and drug eluting stent placement in a single vessel. The pt was discharged from the hospital after a four day hospitalization in good condition to return to work in ten days.